Manufacturer narrative:
Inspected one opened and used partial sensor. We performed visual inspection and found sensor cannula retracted inside sensor base and found no broken cannula during analysis. Unable to confirm if customer received sensor in said condition due to sensor returned opened and used. Unable to confirm insertion or needle complaint due to customer returning sensor and no needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had sensor error, retracted/broken sensor. The customer¿s blood glucose level was unknown. Troubleshoot was performed for sensor error alert and sensor cannula/introducer needle break. The customer stated that when she removed the sensor she saw some blood on the sensor and her body. Customer reports the sensor cannula fractured while in the body. Customer reports the sensor cannula is no longer in the body. The customer was advised to return the sensor. The product will be returned for analysis.